Event description:
Provider alleged sieve beds defective. Per independent repair center statement, the unit alarms or red light -- confirmed. The key failure was the sieve bed being defective. Additional malfunctions were the zip ties and clamps were replaced.